Event description:
Rn stated that after they gave an ivp med and flushed the port, the septum inverted into the housing. They were using a blunt cannula and a pre-filled flush syringe. There was no difficulty in accessing the site. The site was changed immediately. No pt injury reported.